Manufacturer narrative:
Additional product code: gei. Initial reporter is a mitek sales representative. Investigation summary: the eight (8) year old complaint device was received and evaluated. Visual observations shows that the cord was cut in two (2) pieces, therefore the device could not be tested with a generator and a test electrode. Therefore, the reported failure could not be confirmed, we cannot determine what caused the user to experience the reported event. Device mishandling is the possible root cause for the cord damage, but we cannot determine a definitive root cause. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a shoulder repair procedure the customer's vapr 3 footswitch would not ablate or coagulate. The case was completed with another like-device with no patient harm or delay. The device is being returned for evaluation. This report is for a vapr 3 footswitch. This is report 1 of 1 for (B)(4).